Manufacturer narrative:
Visual inspection observed debris on the nose bearings.

Event description:
The straight long elite attachment overheated during testing performed by field service tech during a routine svc maintenance visit. There was no pt involvement, and no adverse consequences were reported.